Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and observed to be perpetually rebooting. The share log data could not be retrieved in this state. Functional testing could not be performed. The device was opened for an interior inspection and a defective u8 firmware was observed. The complaint confirmation of an initializing screen without manual restart was undetermined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver shows the initializing screen without manual restart. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver showing initializing screen without manual restart could not be determined. A root cause cannot be determined.